Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 to 100 mg/dl or less at the time of the incident. The hospital could not get the customer to go higher than 100 mg/dl. The customer was over 400 mg/dl at the time of the call. The customer was given insulin to treat the high. The customer experienced symptoms such as vomiting. The hospital will not let the customer get back on the pump until they can prove its working. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had an issue with their sensor not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.